Manufacturer narrative:
The investigation for the reported placement signal issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Shortly after the pump was inserted and started, the screen showed a "placement signal unreliable" alarm, and no placement signal was visible on the console. The physician then replaced the impella pump and console, which worked successfully. There was no harm to the patient.